Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned to the manufacturer and analyzed. The device had normal depletion. The device did not meet expected longevity. Analysis of the device and internal components were as expected for a device at the estimated replacement indicator. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that there was premature battery depletion. The device was explanted and replaced with a new one. No patient complications have been reported as a result of this event.